Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 10 august 2016. The fse found the incubator aligments off. The engineer aligned and verified proper operation. The fse also found a loose bf wash tip inside the table causing cups sticking to high, the engineer determined this could be causing the jam error 4271. Several cup transfer tests were run along with calibration and precision. The customer ran all controls and verified proper operation.. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was alignment

Event description:
On (B)(6) 2016 a customer reported errors 4271 incubator home and error 2161 c trans pickup with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting pth, myo and ctnl2 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.